Event description:
It was reported that the right atrial (ra) lead had dislodged. Upon interrogation, it was noted there was loss of atrial capture at maximum output, unstable thresholds and undersensing of p-waves. The tip of the the atrial lead was found to be in the right ventricle. The physician attempted to remove the lead without success. The lead was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.